Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unsure if the insulin pump was working correctly even after clearing the alarm. The customer's blood glucose was unknown. The customer did state that he experienced high blood glucose. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the keypad traces. No button error alarm noted. Unable to perform the occlusion test due to button keypad anomaly. The insulin pump has cracked case at the display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.